Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4074-52 lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) sooner than expected and there may be premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead showed a possible insulation break/fracture. The device was programmed unipolar and 7.5v @ 1.2ms. Impedances were low in both unipolar and bipolar. The rv lead was left programmed unipolar with an output of 2.5v @ 0.4ms and remains in use. No patient complications have been reported as a result of this event.